Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6)) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there were no issues with programming the device as the device behaved as it should during the physician¿s programming session. The device was replaced on october 6th for battery replacement, but prior to this the rep looked at the device history and saw it was turned down to the .5v (previously on 3.6v) on september 8th. The patient stated the device on that side was off but felt it was on. The rep thought that the difference in .5vversus 0 was potentially too little too tell. Since replacement the patient had not had any issues with no issue with the left implant noted. It was unknown what caused the patient¿s headaches as they were unaffected by turning the left implant off/on so the healthcare provider didn¿t think they were related. The battery, extension, and programmer were going to be sent back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: the event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had headaches. It is unknown when they started. The patient turned off the left implantable neurostimulator (ins) and it did not resolve headaches. The patient then turned the right ins off, but the patient said she was still able to feel that it was on, even though it said it was off. The patient met with the doctor on (B)(6) 2021 who checked the right ins. The doctor said the right ins was on and the amplitude was turned down to 0.5 v when it should have been at 2.7v. The doctor said the patient does not have voltage control for the ins. The doctor tried to increase the amplitude back to 2.7 volts but the patient could not tolerate anything higher that 1.7v. The doctor thinks the ins is delivering a voltage that is higher than what is being displayed and they are planning to replace both ins devices with a rechargeable ins. The rep will met with the patient and check programming.